Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported the turn piece of the 3 way stopcock fell out of the housing. Medication was wasted. No adverse patient health outcome was reported. See MFR: 2183502-2016-01482, 2183502-2016-01479.

Manufacturer narrative:
The returned stopcock was inspected. Visual investigation showed that the stop on the stopcock plug was damaged. The plug stop and the tabs on the stopcock body, are to control the handle positions around the stopcock as an intuitive design for a 3-way stopcock for fluid flow direction. Based on the condition, the clinical person using the product violated the stop and turned the handle in a direction not intended based on its design. Based on the review of the returned unit, the unit had been violated thus indicating the customer misused the product. (B)(4).